Manufacturer narrative:
Pump performed within specs. Balloon had a fatigue leak.

Event description:
Additional info received on 1/30/97 indicates the device was removed from the pt due to recurring incontinence and failure. An aus balloon and pump were implanted.